Event description:
Rn of home pt reported the pt's one-month old transfer set had mold where it connects to the pt's catheter. The rn also noted "black flecks" in the tubing of the transfer set. Rn stated the pt presented at the unit with abdominal pain, cloudy effluent and a low grade fever. Pt initially treated 2gms of vancomycin and 80mgs of tobramycin. Treatment continued with 40mgs of tobramycin for 2 days. Per rn, the pt will continue treatment in 2002 with 2gms of vancomycin.